Manufacturer narrative:
The reported events were mode switch and oversensing noise. The reported event of oversensing noise was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot. The cause of oversensing noise was due to the outer coil being exposed at the outer insulation degradation location.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in multiple inappropriate mode switch episodes. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.